Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. The patient's infection occurred two weeks ahead of the surgery in the corpus spongiosum penis. The infection was treated and the patient is now well. The patient then had a second surgical procedure to re-implant the ipp after the ipp was previously removed.

Manufacturer narrative:
Investigation summary: product analysis is unable to confirm a device malfunction nor the reported allegation of infection. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Labeling review: review of the labeling confirmed the reported adverse event of infection is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Device technical analysis: the ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. Device analysis is unable to confirm the reported allegation of infection. Conclusion: the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse event of infection is included in the product labeling.

Manufacturer narrative:
An allegation of infection was reported. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. Device analysis is unable to confirm the reported allegation of infection. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Product analysis cannot confirm the allegation related to infection nor a device malfunction with the reservoir.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. It was further reported that the infection occurs two weeks ahead if this surgery in the corpus spongiosum penis. The infection was treated and the patient is now well.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed. It was further reported that the infection occurs two weeks ahead if this surgery in the corpus spongiosum penis. The infection was treated and the patient is now well.